Event description:
It was reported that approximately 9 weeks post-implant the lens was noted to be vaulted in "z" configuration, with the haptics twisted preventing the lens from laying flat. The surgeon made an attempt to rotate the lens, but was unsuccessful due to the haptics. The surgeon replaced the crystalens with a different model and diopter lens. The patient's best corrected visual acuity (bcva) prior to the lens exchange was 20/80. The patient's most current prognosis is reported as excellent, 20/20 vision. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.